Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 06-feb-2023 . H6: investigation summary bd received twenty six 22 gauge insyte autoguard units from lot 2235211 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during inspection. Our quality engineer visually inspected the returned units and observed no physical damage or deformities. Next, the engineer attempted functional retraction on each unit by first attempting to break tip adhesion and then initiating retraction. Upon activation, the needles retracted safely inside of the safety shield without delay or resistance. Therefore, based off the visual inspection and testing the engineer was unable to verify the reported defect. Since no defects were found during production a definitive root cause could not be determined. However, the manufacturing facility has identified a negative trend for this failure and have launched an investigation to correct this issue.

Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 22ga the needle would not retract properly. There was no report of patient impact. The following information was provided by the initial reporter: we have had several IV catheters from different lot numbers that are defective. In these situations, we start inserting IV and when we push the button to retract the needle, the whole IV comes out of patient and the needle retraction does not occur.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 22ga the needle would not retract properly. There was no report of patient impact. The following information was provided by the initial reporter: we have had several IV catheters from different lot numbers that are defective. In these situations, we start inserting IV and when we push the button to retract the needle, the whole IV comes out of patient and the needle retraction does not occur.